Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18565700; model/catalog description: linear st lead kit 50 cm. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the patient developed a non device related health issues. The patient underwent an explant procedure and was doing well postoperatively.